Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Devcie not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a bleeding ulcer and a blood glucose level of over 400 mg/dl. The customer was treated with insulin drip while at the hospital and was released on (B)(6) 2016. Also, it was noted that the customer had been experiencing difficulty charging the pump with the wall adapter. The customer was able to charge the pump with the (B)(6) wall adapter. Reportedly, this issue did not impact the customer's blood glucose level. It was also reported that the battery gauge was noted to be inaccurate. The battery gauge increased from 30% to 100% overnight. The customer would continue to use the pump until replacement is received. Also, it was confirmed that the customer had manual injections available.

Manufacturer narrative:
Elevated blood glucose level: 213, 71.